Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 200 ohms. The patient was seen for a revision procedure where it was found that a df terminal pin had been under-inserted in the header. The terminal pin was re-inserted with resolution of the clinical observation. There were no additional adverse patient effects reported. The system remains in service.